Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 4x daily and manages his diabetes with 70/30 insulin. The alleged issue began on (B)(6) 2012. Due to the alleged result, the patient reportedly administered an increased dose of insulin (18 units). About 15-20 minutes after, the patient claims he felt like passing out, shaky, had a headache and his speech was slurred. The patient drank orange juice as treatment and felt better about 20 minutes later. Later that same day, the patient obtained a blood glucose result of "160 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.